Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a moderately tortuous proximal right coronary artery (rca). The vessel was predilated with an unk type and size balloon. A 3.5x24mm taxus stent was implanted in the mid rca. The physician attempted to advanced a 4.0 x 20 mm liberte' bare metal stent to the proximal rca but encountered crossing difficulty and the stent dislodged in the proximal rca. A 2.5x15mm apex balloon was used to deploy the dislodged stent in the proximal rca. No further pt complications occurred. Pt status is satisfactory.